Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fth3, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A healthcare provider and a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the patient didn't have bladder problems until she had back surgery. She had a lumbar fusion with metal rods. She had chronic back pain and a bulged disc, both of which were pre-implant. The patient's medical history included back trouble, pneumonia, and depression. Her surgical history included cholecystectomy, hysterectomy, bone spurs, and knee surgery. She also had a shoulder surgery in (B)(6) 2015. She tried "all the bladder medication&#55297;nd it didn't work, so she tried the device for overactive bladder. She was also using uribel as needed. Her other medications included extrace cream, temazepam, xanax, calcium, potassium, magnesium, omeprazole, gabapentin, lisinopril, trilipix, levothyroxine sodium, and percocet. She was allergic to codeine, motrin, opana, and butrans. Following a device replacement, the patient had a urinary tract infection three to four months prior to (B)(6) 2015. She saw a physician's assistant who changed the settings on the implant a little bit, gave her antibiotics, and she felt better. It was still making her hip hurt and it was a little sore where the implantable neurostimulator (ins) was, but the doctor told her to give the antibiotics a chance to work. She was doing well until two and a half months prior to (B)(6) 2015, when it started bothering her and started hurting again. She was having bladder spasms again and was feeling a lot of pressure in the bladder. She went back to the physician's assistant about her hip hurting on (B)(6) 2015. The patient's chief complaints when seeing the physician's assistant where that the bladder stimulator was causing pain, which started a couple of weeks ago. She was assessed for vaginal atrophy, overactive bladder, urinary tract infection, and urgency of urination. She also complained of having urgency and frequency, but had no other urological complaint at the time. Although the patient had chronic back pain, she had lately noticed pain right around the device in her right hip, which was causing her more and more pain radiating down her right lateral thigh. She felt like it was related to the device, had adjusted it, and it had not made a difference. Currently her bladder control had been very good and she had infections in the past, but they were rare. Currently she showed no signs of infection, although she did use vaginal estrace cream for vaginal atrophy. Palpation throughout the device resulted in no tenderness, no signs of swelling, and no signs of inflammation whatsoever. The physician's assistant palpated the lateral right hip and down the lateral right leg, where the tenderness was concentrated, but the physician's assistant concluded that they weren't associated at all and it was secondary to chronic back pain, multiple back surgeries, and having epidurals all of the time. The device was turned off for the next 24 hours just to make sure that it wasn't the source, and then it could be turned right back on. The day after seeing the physician's assistant, the patient saw her back doctor, who said it could be possible that the hip pain was associated with the back, but he didn't think that the hip pain was associated with the back. The patient went to her pain management doctor and had bilateral sacral back injections for the tailbone area for her bulging disk. After the back injections, she didn't have back pain but she did have hip pain all around the implant area. The patient contacted the physician's assistant again to let him know that she was still having pressure in the bladder. Her back was doing better, but she could hardly lie down or sit down on the side with the ins because of the hip pain. She was having a sore burning feeling and called the physician's assistant again. She saw another physician's assistant on (B)(6) 2015 and she still had pain in her hip and it was very sore. Her chief complaints were overactive bladder, right hip pain, frequency, urgency, some stress urinary incontinence, one experience of nocturia, and small bladder spasms. She did not wear a pad. The patient denied any other urological problems at the time. She was assessed for overactive bladder, frequency, urgency of micturition, stress urinary incontinence, and bladder spasm. Since the device had been turned off she had seen an 80 percent to 90 percent improvement of her hip pain, but this caused her overactive bladder symptoms to reoccur and her bladder spasms started. They got so bad that the patient turned the device back on. The spasms were almost worse than the hip pain, so she would rather have the stimulation on and deal with the hip pain than deal with the bladder spasms. Turning the device on controlled her bladder pain, but she had noted reoccurrence of her right hip pain. Her device was set at 0.5. She had decreased it to 0.1 but had seen no significant improvement of her hip pain. She only noted improvement with turning the device off. She took uribel on an as needed basis for her overactive bladder, but it was currently well controlled with the device. The patient was also taking montelukast sodium, but she was not taking gabapentin and was taking it as needed. The device was switched from program 1 to program 2 and increased to 0.5. The patient felt the device at 0.6, but she felt some discomfort so it was decreased to 0.5. She immediately noticed some relief from her discomfort. She was directed to try this for four weeks. If her pain symptoms continued, she planned to adjust the device as necessary. The programming change made the bladder a little better, but it didn't take the soreness away. The patient's symptoms also included the inability to sleep. Her issues started with a "dual ache," the doctor tried to adjust it, and then the bladder spasms started again. She had been to the doctor three times in the last two months. She was told that she was having overactive bladder, but she didn't have any issues with the bladder, just the spasms, so she thought that they must consider that overactive bladder. The patient talked to the physician's assistant at the doctor's office on (B)(6) 2015 and they had her reset the device on a different program. However, the whole time she was on vacation the implantable neurostimulator (ins) hurt, and she was always in the bathroom. She felt like there was a burning and stinging at the ins and down her leg and into her back and the symptoms were in her whole right hip area. She had a loss of therapy, return of symptoms, and was having lots of problems with the implant. The device was not regulating the bladder like it should. The patient was not able to hold her urine and was having difficulty voiding. She was scheduled to see the doctor on (B)(6) 2015. On (B)(6) 2015, the patient was hoping that something could be done for her. She wanted to see a new doctor and might go back to one of her other doctors to have her device checked. See MFR. Report #3004209178-2015-21772 regarding the reason for explant of the patient's previous device.